Event description:
Boston scientific received information that during the implant procedure, the atrial lead dislodged twice when the training physician attempted to fixate in the atrial appendage. Then, another physician took over and repositioned the ra lead on the lateral wall of the heart prior to closing the pocket. The following day, an x-ray revealed that the ra lead had dislodged from its lateral position sometime after the implant. Later on the same day, the patient was brought in the hospital for a lead revision where the same lead was fixated again laterally. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.